Event description:
Reporter from the hosp reported via our sales rep, that during implantion of the device into the shoulder joint; the tip of the cannula broke. Reporter further stated, that it was very difficult to take the tip of the cannula out.

Manufacturer narrative:
Device evaluation is anticipated. A follow-up report will be submitted with eval results.